Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2003 - pt underwent a laparoscopic preperitoneal right inguinal hernia repair with atria mesh. A composix kugel was then used to repair an umbilical hernia. Through a separate incision in the right abdominal wall, a 3.3 cm sebaceous "gland" cyst was excised, but did not come out fully intact.